Manufacturer narrative:
Concomitant products: 1488t st. Jude lead; implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited unstable and variable thresholds, noise, short v-v intervals and a possible fracture. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.